Manufacturer narrative:
Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. With review of the available clinical data the root cause of the reported event cannot be conclusively determined however, patient, device, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that the patient was admitted from home to the hospital for driveline site pain and "rule out infection." A culture of exit site drainage was positive for pseudomonas. CT abdomen showed possible "tracking along the driveline" but the treatment team believes the "tracking" is more so the anatomical changes due to a muscle flap procedure the patient had done. Per infectious disease, the patient was started on IV zosyn and vancomycin from (B)(6). Antibiotics were changed to IV cefepime 2g bid due to sensitivity results. The plan is for the patient to be discharged home on IV antibiotics for chronic suppression in the next couple of days. No additional information is available at this time.

Manufacturer narrative:
Additional information received on 12/12/2016 states that during the patent's hospitalization, the patient was also on maximpime 20000mg IV twice daily from (B)(6) 2016. The patient was reported to have remained afebrile throughout the hospitalization and was discharged home on (B)(6) 2016 on cefepime. Lab results showed that the white blood cell (wbc) count had trended down from 4.1 on (B)(6) 2016 to 3.7 on (B)(6) 2016. On (B)(6) 2016-wbc 4.1; (B)(6) 2016-wbc 3.7 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.